Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was a patient alert for out of tolerance sub threshold lead impedance on (B)(6) 2011. The right ventricular (rv) bipolar lead impedance was 1311 ohms on (B)(6) 2011. Ventricular short interval count equaled 3719 counts in 1.04 days, between (B)(6) 2011. Ventricular non-sustained tachycardia.

Event description:
It was reported that the patient received six inappropriate shocks from suspected fracture noise. The lead integrity alert had triggered for elevated sensing integrity counts and short non-sustained tachycardia episodes with a sudden increase of lead impedance. Trend data also indicated that some of the episodes appeared to be t-wave oversensing. Isometric testing was conducted with noise appearing on the tip-ring configuration. The defibrillation therapy was turned off for the lead and the lead remains in use. No further patient complications have been reported as a result of this event.